Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences. No patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study? Unknown. Investigation summary: the product was returned to ethicon for evaluation. One open sample with a detached needle and one suture partially dispensed was received for analysis. Product code 8411t. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an eventration procedure on (B)(6) 2024 and suture was used. Prior to use on patient, pull off suture needle was reported. During the procedure, the doctor requests a suture. When he is going to remove it from the packaging or box where the suture comes, he takes the needle with the needle holder and while removing it, the needle remains in the needle holder and the thread is disassembled, remaining in the packaging. Another device was used to complete the surgery. No adverse patient consequences were reported. Upon evaluation of the returned device, short insertion was observed in the strand. No additional information requested at this time.